Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to a less than optimum design. Corrective action has since been implemented to improve the reliability of the device.

Event description:
The spring on the extractor was found to be loosened. The event did not occur during a surgical procedure.